Manufacturer narrative:
The manufacturer did not receive the device for review as the patient has not been revised. X-rays, or other source documents were provided. Where lot numbers were received for the device, the device history records were reviewed an found to be conforming. Should additional information become available and an investigation result be available, the changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that a patient was implanted on (B)(6) 2014 with a biolox delta head, 12/14, 36 x 0 as a component of the tha on the right side. It is also reported that on a follow up visit on (B)(6) 2014 patient states he is doing fairly well, complaining only of some stiffness at night. Patient has not yet revised yet, neither is a revision surgery planned. Patient being monitored.